Manufacturer narrative:
Device eval: the devices have not been received for eval. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the device eval has been completed. Eval: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The rotator on the stopcock broke while injecting contrast media during a left ventriculogram procedure. Injector settings- 1000 psi. No report of harm or injury. The customer reported six defective devices but did not provide any add'l info or clinical details for the add'l events. Therefore, this single form FDA 3500a report will be submitted.